Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing feeling week, clammy and their heart rate was in the 30s. Upon device interrogation it was noted that the right ventricular (rv) lead exhibited undersensing of one beat. The rv lead remains in use. No further patient complications have been reported as a result of this event.